Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port leakage at connection. The following information was provided by the initial reporter, translated from chinese to english: during use of the product's rinsing tube, liquid leakage was found at the end of the extension tube. Two tubes were affected. The sample cannot be returned, and a photo is provided. A green claim response is required, as well as a complaint response letter and a complaint acceptance letter.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed from the video that was provided for investigation; however, the root cause could not be determined without the physical sample. The video showed fluid dropping from between the syringe and the blue luer adapter. The components were not in focus. The root cause of the leak could not be determined from the video. As the device had been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. The observable features in the submitted video did not contain enough information to identify a specific root cause of the reported event. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.